Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that invalid cardiac compass data was present on the implantable pulse generator (ipg). It was also noted that there was a device clock discrepancy. The device remains in use. No patient complications have been reported as a result of this event.